Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 17th february 2009 and performed to specification up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum temperature during this time. The device records temperatures below the recommended minimum temperature. The device failed multiple self-tests due to a low battery between the (B)(6) 2010 and the (B)(6) 2011. An increase in voltage later on this date would suggest a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were recorded in the device memory between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The low battery fails were due to a depleted pad-pak, the device remaining in fault mode for extended periods of time and the temperature fluctuation would have led to further depletion of the pad-pak and would indicate adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.